Manufacturer narrative:
The product was discarded by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. It was reported item was implanted then explanted due placement preference of the doctor. There was no allegation that the implants did not function as intended. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. This is report one of three for the same event. Reports two and three are reported on MFR #0001032347-2017-00560 and 0001032347-2017-00561.

Event description:
It was reported on a surgical billing sheet that several screws were implanted and then removed due to the preference of placement by the doctor. There was no allegation that the implants did not perform as intended. There was no delay to the procedure and there was no injury to the patient. It is unknown if new screws were implanted in the same screw holes.